Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy s a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reports left side cystic lesions, radial folds, and axillary "lymph nodes with an inflammatory appearance". The device remains implanted.